Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Device received with corroded battery tube, corroded motor home switch and cracked case corner of the belt clip rails near the battery compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error and also received the open book image on the insulin pump screen. The customer¿s blood glucose level was 10 mmol/l. The customer stated that there was crack with moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.